Event description:
It was reported that while performing a tmt case, a surgeon broke a t8 driver. The driver broke after the surgeon locked a 3.5x40mm locking screw into the place. While torquing the screw into the plate, the driver broke off into the head of the screw. The surgeon was unable to remove the driver from the screw head. It was noted that the surgeon reused the single-use driver in multiple cases and the surgeon did not use the torque-limiting handle provided with the set.